Manufacturer narrative:
The device passed the displacement test, basic occlusion test, prime test, and excessive no delivery test. It was noted that the intermittent motor error alarm during rewind was due to corroded motor home switch. The device was received with cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and minor scratched lcd window.(B)(4)

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot and was able to complete the rewind process. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.